Event description:
Philips distributor reported customer is getting the pads on pads off inop during use and no reported injury . Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Model# updated. Contact office updated. Investigation results are unchanged.